Event description:
It was reported the patient was having problems getting the stimulator to work. They were having problems after 1/2 way. They had treatment on their back but not sure what they did. There was a coupling problem reported. The patient had been having coupling issues for the past year on and off. The patient just had their antenna replaced in (B)(6) 2014. In the past two months prior the patient could only get her implantable neurostimulator (ins) to charge to half way. The patient had zero coupling when she had tried to recharge. Stimulation was not working. The patient was only receiving half of the charge for the past 2 months. The patient was seeing the flashing battery on the screen with 1/2 battery and zero coupling bars. The patient would sometimes get 6 boxes shaded but never 8. The patient could feel a vibration at the ins site. It only charged the ins 1/2 way and then kept clashing but would not increase. The patient was seeing zero coupling. She was wearing a back brace but took it off. Information regarding if the patient still h ad concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported six weeks later that the patient had her stimulator in her back adjusted by a company representative three weeks ago. After meeting with the company representative, the patient¿s doctor sent her for physical therapy for six weeks. After the adjustment, the device could only charge it up about halfway and it finally went out, the patient was in a lot of pain.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a few weeks later that she has had more pain recently, having a lot of pain, she had always had it but not as much as before. It was unknown when this started. The patient turned the implant off so her battery does not go dead, battery has been off for one week. The patient has been having problems with ins; having trouble with it running out and did not even have it on. It takes hours and hours to charge, a new antenna was sent. The patient thought it was the internal unit that she was having problems with off and on. A chiropractor gave the patient bio freeze for the pain. It was working internally but the battery was low, so it was turned off, off and on for about a week. Coupling issue was reported. During the report the patient was able to get all eight boxes at one point and was charging. The ins was at full and patient was going to continue charging. It was noted the patient d oes not currently have a doctor but was looking for one. A week later it was reported that the patient still gets a vibration but no black showing anymore. The patient has turned it off, does not work. Turned it off and on (B)(6) 2015 at 9pm looked and there was no charge at all. The next day it was turned on and was even lower, there was nothing in there. A doctor did something to the back but it did not do anything. The patient has an appointment on (B)(6) 2015 with primary doctor, she wants the system checked out. The patient saw her primary. The device was turned off because it was not working properly. The patient still has no doctor and no appointment.